Event description:
A surgeon reported that approximately 3 weeks following intraocular lens (iol) implantation, he noted capsular contracture that resulted in a displaced haptic (decentered lens) which irritated the iris. The patient experienced secondary glaucoma, uveitis and corneal edema. The iol and the haptic were repositioned in the capsular bag. The uveitis and glaucoma have decreased. The corneal edema persists.